Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm . Model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
A report was received that the patient underwent an explant procedure to remove the entire system, including the ipg, two directional leads, and two contact extensions, due to contracting an infection. The infection was located at the chest wall and brain probe. Wound swabs were sent for culture and sensitivity pre-removal, and samples were sent intraoperatively. The results revealed that the patient had (B)(6). The patients symptoms included a seroma over the battery site and an oozing head wound. The physician assessed that the infection was device-related. The patient was placed on antibiotics, ceftazidime and co-amoxiclav for insertion with gentamicin irrigation and vancomycin. All explanted products were discarded by the surgeon.